Event description:
It was reported that the insulin pump alarmed button error. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent esc button due to moisture damage on keypad traces. The insulin pump had a cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.